Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white hispanic female patient, who underwent primary breast augmentation, as part of a clinical study, with two 500cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade iii-IV), post-procedure. The capsular contractures were diagnosed via physical examination. As a result, on (B)(6) 2020, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 750cc mentor memorygel breast implant 3507504bc catalog: lot: 7565127 sn: (B)(4) and (right) 750cc mentor memorygel breast implant 3507504bc catalog: lot: 7719467 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On november 26, 2020, mentor became aware that the patient also experienced bilateral breast pain. On december 6, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the right breast capsular contracture was actually baker grade 4.